Event description:
As per importer's MDR: on (B)(6) 2012 - rbs, it was reported by the consumer that by our legal department received a letter from an attorney on behalf of a pt of an unk model and serial number shower chair, which allegedly has collapsed during use, resulting in unspecified injuries. Should we receive add'l info, a supplemental report will be submitted to reflect it.